Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported their ilet battery is depleting within one day. The pump was fully charged and died less than 24 hours later. A replacement pump was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.